Event description:
The info received from the affiliate states that this pt who was diagnosed with deep vein thrombosis (dvt) of the lower extremeties was presented to the interventional lab, in 2004, for placement of a trapease vena cava filter. The pt has a previous history of appendicitis, and brease cancer. The into states that the diameter of the vena cava was 26mm. The device was properly inspected and prepped, by the physician and no anomalies were noted. The filter was placed in the ivc, under the renal vein. The length of the inferior vena cava(ivc) from the renal vein to the bifurcation of the iliac vein was short, therefore, the lower part of the filter extended into the right common iliac vein. The procedure was successfully completed and there was no reported injury to the pt. The pt has been taking anticoagulants (warafin potassium, and aspirin) since 2004. The pt returned to the hosp for a follow up visit in 2006. Abdominal films were taken and showed that the filter was fractured. When the physician went back to review previous films that were taken in 2004, he noticed that the filter had been fractured in these films. The info states that the pt has not had any surgeries, dvt, or trouble with daily life since the filter has been implanted.